Event description:
During the afib procedure it was reported during ablation process of the right pulmonary veins, after the left pulmonary veins were isolated, the patient's blood pressure started to drop and patient's breathing pattern was superficial. The patient suffered cardiac tamponade. The physician stated he was not sure when the perforation occurred. The patient was stable after physician performed pericardial puncture.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. This device was not returned for investigation as initially reported.the device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
(B)(4). Concomitant products used during the procedure: c3 nav variable lasso, model #: d-1290-02-s, lot #: 15671292l.

Manufacturer narrative:
(B)(4). During the afib procedure it was reported during ablation process of the right pulmonary veins, after the left pulmonary veins were isolated, the patient's blood pressure started to drop and patient¿s breathing pattern was superficial. The patient suffered cardiac tamponade. The physician stated he was not sure when the perforation occurred. The patient was stable after physician performed pericardial puncture. The returned device was visually inspected upon receipt and it was found in normal conditions. Per reported event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, a cool flow pump test was performed and the catheter passed specifications. In addition, a deflection test was performed and the catheter passed. Finally, the catheter was evaluated for eeprom, 4 khz and calibration functionality and the catheter failed calibration functionality. According to the results, the malfunction was attributed to a biosensor intermittency the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter failed the calibration test. However, the root cause of the tamponade remains unknown.